Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ legal claim alleges that the patient was revised to address spin-out of the asr cup. Update 2/29/12 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update 2/25/13 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update 03/21/2014 - medical records received. Medical records indicate cysts. The information received does not change the MDR decision. Update 4/19/2013- ppd and medical records. Received. After review of the medical records for MDR reportability, the revision operative note indicated loose cup, cysts, and a loose srom stem. There was no mention of cup spin out. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/18/2015. Complaint updated 04/11/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.